Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a retroperineal partial nephrectomy, the trocar broke when it was removed from the patient. There was a small piece in the specimen cup and no other pieces within the patient cavity. The patient is currently doing well and there was no injury incurred.

Manufacturer narrative:
(B)(4). Device available for evaluation. (B)(4). Device evaluation pending.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The locking collar was cracked at the hinge. A plastic piece which appears to be from the hinge was received in a container. The locking collar did not function properly due to the broken hinge. The balloon was inflated and did not demonstrate any leaks. The reported condition was not confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. . A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, a review of complaint data revealed no trend for this condition. No enhancements or improvements were generated for the reported condition. Replication of the broken locking collar is attributed to excessive force being applied to the clamping mechanism. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.